Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The patient presented emergently. The target lesion was located in the coronary artery. A synergy drug-eluting stent got stuck inside the guidezilla guide extension catheter and the stent struts were damaged. The devices were removed together with the guidewire and the procedure had to be re-started with another of the same device. No patient complications nor serious injury were reported.